Event description:
It was reported that spectrum pump displayed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 322. The lower link switch was found to be the failing component. The lower auxiliary assembly (including the link switch) was replaced to correct this condition. System error 322 will occur when t he pump transitions from t he door open state to the door closed/set-loaded state and the lowe link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues.